Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, the right atrial lead exhibited high capture thresholds. All other electrical measurements were stable. The device was reprogrammed. The patient's condition was good before and post event.